Event description:
Hcp reports pt presented june 2004 with signs of an infection of the device pocket. These included fever, redness, swelling, drainage, and pocket erosion. Cultures of the device pocket were positive for staphylococcus aureus. The pt did not have meningitis. The pt was treated with IV and oral antibiotics. The infection was reported to have resolved. The pt had a risk factor of having an autoimmune disorder.